Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The mother wished to test the device to assure its functioning as designed. The customer's blood glucose level at the time of incident was between 3mg/dl and 400mg/dl. The customer's most current level was 329mg/dl. The mother states they treated the highs with manual injections. Troubleshoot was conducted. The device was found to have passed testing and operating as designed. The customer was advised to conduct full set and reservoir change. The customer was advised to contact their healthcare provider regarding unexplained high blood glucose levels.